Manufacturer narrative:
The patient¿s age, gender and weight were not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The motor is not a single use device. Approximate age of the device is 6 years and 9 months (calculated from the manufacture date of the motor). The device was returned for analysis. The evaluation is not complete. The event occurred at hospital (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on an extracorporeal circulatory support device for biventricular support. It was reported that the motor made a vibration-like noise while connected to the patient. A backup unit was not available so hospital staff disconnected the motor and tried to re-configure the unit. After two attempts, the motor stopped and did not spin again. The primary console indicated that a motor failure occurred. The patient subsequently expired. The motor was later checked by the distributor¿s service technician and a problem with the motor cable at the motor body¿s cable exit was found. No further information was provided.

Manufacturer narrative:
The motor and primary console were returned for evaluation. The impedances of all motor lines were measured during the investigation while the motor cable was manipulated. The line impedances in both motor phases and bearing phase a were within specification; however, an intermittent short circuit was detected when measuring the line impedance of bearing phase b. The short circuit condition was reproduced when bending the motor cable at the motor body's cable exit site. Further bending of motor cable produced only intermittent short circuits in the line. Therefore, a motor cable break at the motor body's cable exit site was suspected. Destructive testing could not be performed without further damage to the returned unit due to the nature of the motor design. Although a root cause for the motor cable break could not be conclusively determined, a review of the motor¿s device history records revealed that the returned motor had been in the field for greater than six years. The age of the device and the mechanical stress that it encountered during handling over the extended period of time could have contributed to the observed finding. The review of the motor¿s device history records revealed no deviations from manufacturing or quality assurance specifications. The returned primary console operated as intended throughout the investigation and no fault was observed. A review of the primary console¿s device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.